Manufacturer narrative:
(B)(4). B braun medical inc. (Importer) is submitting this report on behalf of b braun (B)(4). In a follow up call to the facility, the reporter provided the contact for the nurse involved with the event. The nurse confirmed that there was no pt injury associated with the incident. She stated that she was infusing cytoxin and it was hung as a secondary line (piggyback infusion). She stated that the total volume of infuse "was 1155 for 90 minutes" which would be a "rate of approximately 740 m/hr". She also confirmed that the date of the event was on (B)(6) 2013 and the infusion started at 1113. She had switched to another pump to complete the infusion because when she came back to check on the pt in the room, she noticed that the screen was blank and the pump was emitting a very low humming noise. The volumetric accuracy was tested (B)(4) times at a rate of (B)(4). Pump ran 24 hours with no interruptions or alarms. Electronic and mechanical pressure checks tested in specification. Further evaluation of the pump is on going at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).